Manufacturer narrative:
Additional manufacturer narrative. The device evaluation and any additional findings will be provided upon conclusion of the device evaluation.

Event description:
The patient received a burn during an electrotherapy treatment.